Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered 3 inappropriate shocks. The patient reported that they are around a lot of office equipment that could be causing the shocks. This ICD remains in service. No adverse patient effects were reported.